Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 15-nov-2024 investigation summary bd received 10 samples and 4 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter in tube was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for foreign matter in the tube with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter in the tube. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes foreign matter was inside of an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Event description:
It was reported prior to using bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes foreign matter was inside of an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka. There were multiple 510k numbers g4. PMA / 510(k)#: k213670, k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.